Event description:
It was reported that there were episodes of noise and high capture threshold on the right ventricular (rv) lead. During the replacement procedure, there was insulation damage noted on the rv lead. The lead was explanted and replaced and the patient was stable with no consequences.